Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of the rectus sigmoid, the surgeon was unable to close the load when placing it in the tissue. Hence, the surgeon did not activate the shot and decided not to use it. Both the handle and reload were replaced and used to complete the case. There was no patient injury.